Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and expired three days later which was caused by exposure to naturalyte and/or granuflo products administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.